Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed, and no issues were observed on sensor patch. Visual inspection was performed on the returned adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin allergy after 8 days wear of an adc device. As a result, customer experienced itching and redness 10 cm in diameter and had contact with a healthcare professional whom prescribed clarelux gé 500mg ointment for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing a skin allergy after 8 days wear of an adc device. As a result, customer experienced itching and redness 10 cm in diameter and had contact with a healthcare professional whom prescribed clarelux gé 500mg ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.